Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge. Reportedly, the cartridge was filled with 500 units of insulin, and the customer reported that the fill estimate decreased faster than normal. The customer was unsure of the exact amount insulin that had been delivered since the cartridge had been loaded. Additionally, the customer reported that upon filling with 500 units, the customer observed insulin leaking out from the bottom of the cartridge. Tandem technical support advised the customer that the cartridge bag burst when the customer initially filed the cartridge which led to the insulin decreasing at an increased rate. The customer acknowledged the information and declined to perform further troubleshooting. There was no impact to the customer's blood glucose level.